Manufacturer narrative:
Conclusion: the issue was resolved for the customer by replacing the power cord with a stryker power cord and verifying that the bed was performing within specifications

Event description:
It was reported via repair work order that there was no power to the bed due to a damaged power cord. Furthermore, it was found that the power cord was a non-stryker product. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.